Manufacturer narrative:
The device history record confirms that the product passed and met all requirements before releasing. Additional information was requested, but none was provided despite multiple requests to the provider. A device evaluation could not be performed since site has not responding to multiple requests.

Event description:
It was reported that a fiber snapped during treatment and burned the provider.